Event description:
Vns pt was experiencing an increase in seizures activity above pre-vns baseline frequency. Before vns implant, the pt experienced 6-8 seizures per month and that for the past two months pt has experiencing 20-22 seizures per month. Seven weeks before, the pt's family member indicated that there had been marked improvement in the pt's seizure control with the vns therapy. The pt's family member reported at that time that pt still had seizures about once a week with the vns therapy but that they used to have them every day. Treating neurologist indicated that the temporary increase in seizure activity was possibly related to klonopin withdrawal and was not related to the vns therapy. Klonopin was withdrawn from the pt's drug regimen due to excessive drowsiness. Topamax dosage has since been increased from 250mg per day. Neurologist indicated that the pt's overall health condition was not worsening and that their seizure types had not changed. There was reportedly no environmental stimuli that could have contributed to the increase in seizure activity.